Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a procedure, the faradrive steerable sheath was unpacked. The contents were pulled out, and the flush port was observed to be damaged. The device was replaced. The procedure was performed and there were no patient complications. The sheath is not expected to return for analysis as it was disposed.